Event description:
Nitric oxide delivery alarmed "service advisory" during treatment of a pt. The respiratory therapy staff were unable to identify or correct the alarm condition. The device was swapped with another inovent. There was no delay in nitric oxide therapy. The pt was unharmed.